Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. A supply change was performed to address the issue and customer resumed insulin therapy.